Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 373360. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier issues that didn't allow the blood to separate properly during use. This complaint was created to capture 1 of 9 related incidents. The following information was provided by the initial reporter: separation problem. We looked at bmi of people whose blood didn¿t separate well. The separation problem doesn¿t seem to be related to bmi. Lp date: (B)(6) 2018, patient code: nds674, bmi: 38.1, cholesterol: 208, hdl: 65, ldl: 127 and "triglycerides": 79. Age: 46

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier issues that didn't allow the blood to separate properly during use. This complaint was created to capture 1 of 9 related incidents. The following information was provided by the initial reporter: separation problem we looked at bmi of people whose blood didn¿t separate well. The separation problem doesn¿t seem to be related to bmi. Lp date: (B)(6) 2018, patient code: (B)(4), bmi: 38.1, cholesterol: 208, hdl: 65 , ldl: 127, triglycerides: 79, age: (B)(6).